Event description:
It was reported that during an unk general hand surgery, the device clips were clinging and would not close when fired. The site used a second device to complete the case.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.